Event description:
This event involved a patient who experienced a high power event and hemolysis approximately eleven months after heartware lvad implantation. Efforts to treat the patient with fibrinolysis appear to have been unsuccessful. The patient was made a high priority cardiac transplant candidate and was transplanted approximately two and a half weeks after the initial high power event.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route.

Manufacturer narrative:
The product was returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of hvad pump (B)(4)in relation to the reported event. This included labeling/instructions for use, clinical evaluation, log review/analysis, visual/functional testing, review of manufacturing documentation, and pathological analysis. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Post explant engineering evaluation did not reveal any conditions that would have contributed to the reported event. The reported event of high power was confirmed via the log files and likely relates to thrombus identified via pathological analysis. The origin of this thrombus cannot be determined. However, there is no evidence to suggest that the reported event relates to a device defect.